Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e there was air bubbles in the gel. This event occurred 92 times. The following information was provided by the initial reporter. The customer stated: "before use, 92 tubes had gel air bubbles."

Event description:
It was reported when using the bd vacutainer® ppt¿ plasma preparation tube k2e there was air bubbles in the gel. This event occurred 92 times. The following information was provided by the initial reporter. The customer stated: "before use, 92 tubes had gel air bubbles."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 6 photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel air bubbles with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to manufacturing related. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.